Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead received a shock for fast atrial tachycardia. Upon interrogation a code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery. A review of latitude showed a shock impedance measurement of greater than 125 ohms. The lead remains in service. No adverse patient effects were reported.